Manufacturer narrative:
Vyaire file identification (B)(4). Vyaire medical was able to verify the customer's reported issue. Found out that the blower get stuck and accumulate too much dirt and cause the temperature to rise and finally damaged the blower. The root cause was identified as user fault - lack of maintenance / filter exchange. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced an alarm 316 (blower failure). The customer confirmed there was no patient involve associated with the reported issue.